Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. Additionally, there was no capture. The device was programmed to right ventricular (rv) pacing only. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.